Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) and lidstock for evaluation. Visual examination revealed the guide wire had a gradual bend throughout and a misshaped j-bend. Visual inspection of the introducer needle could not be performed as the needle was not returned by the customer. The overall length of the swg was measured to be 458 mm which is within specifications of 450-458 mm per wire guide product drawing. The outer diameter was measured to be 0.843 mm which is within specifications of 0.838-0.877 mm per wire guide product drawing. The swg was advanced through a lab inventory 18 ga introducer needle. The swg passed through with minimal resistance. A manual tug test confirmed that the distal and proximal welds were fully intact. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring wire guide." The report of a kinked guide wire was confirmed through examination of the returned sample. The guide wire had a gradual bend throughout and a misshapen j-bend. The guide wire met all functional and dimensional requirements during investigation testing. A device history record review was performed and no relevant findings were found. A customer in-service was requested since the customer explicitly stated, "I instructed her to withdraw the wire out of the introducer needle so we could see if blood was still returning from the needle." Where the IFU instructs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring wire guide. Hold spring-wire guide in place and remove introducer needle." The likely cause of this damage is intentional user error. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The complaint is reported as: the resident used the 18g introducer needle that comes in the 9 mac kit and successfully accessed the right internal jugular vein. When she attempted to thread the guidewire, she met resistance. She met a little resistance while withdrawing the guidewire through the introducer needle (the introducer needle was held in place and was not removed at the same time), although the wire did come out of the needle with a second attempt. She only swept her thumb on the plastic guidewire holder as it is designed in order to get the wire to withdraw. The tip of the guidewire was completely straight. The j-hook feature at the tip had failed and no longer curved back on itself. The guidewire was fully intact. No patient injury or consequence reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the resident used the 18g introducer needle that comes in the 9 mac kit and successfully accessed the right internal jugular vein. When she attempted to thread the guidewire, she met resistance. She met a little resistance while withdrawing the guidewire through the introducer needle (the introducer needle was held in place and was not removed at the same time), although the wire did come out of the needle with a second attempt. She only swept her thumb on the plastic guidewire holder as it is designed in order to get the wire to withdraw. The tip of the guidewire was completely straight. The j-hook feature at the tip had failed and no longer curved back on itself. The guidewire was fully intact. No patient injury or consequence reported. The patient's condition is reported as fine.